Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of pain and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is late seroma and pain. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side moderate pain. Patient additionally reported a late seroma. Device remains implanted.